Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chest pain," "pain in armpits," "swelling of lymph nodes."

Event description:
Patient reported left side "chest pain," "pain in armpits," "swelling of lymph nodes." Patient also reported "headaches," "memory loss," these events are not device related. Device remains implanted.